Event description:
Reportedly, the device involved in this MDR report could not be interrogated after implantation of a heart valve; in addition, absence of pacing was observed in surface ECG. Therefore the device was replaced.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.